Event description:
Customer reports that she obtained a reading of 19mg/dl at 2pm and called emt's as a result. When emt's arrived, they obtained a reading of 63mg/dl about 5-10 minutes later. The emt's reportedly gave the customer orange juice, graham crackers, and peanut butter at the customer's house and then gave her an IV while transporting her to the hosp. Customer reports remaining in the hosp for 3 days. Controls were run, but they were expired. Requested return of suspect device and replacement was sent.